Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for a routine device exchange. The patient had a history of noise and an increase in capture threshold of the atrial lead. The lead was capped and replaced on (B)(6) 2019. Patient was stable post procedure.